Manufacturer narrative:
The review of the provided data highlighted a possible contact between both atrial and ventricular leads. The atrial lead presents with good electrical measurements. The ventricular lead presents with good ventricular pacing threshold but unstable ventricular detection and unstable ventricular impedance since end of (B)(6) 2023 at least since on (B)(6) 2023, some atrial and ventricular egm show atrial and ventricular oversensing at the same time. The detected signals are non-physiological. During these episodes of oversensing, ventricular pacing may be inhibited triggering ventricular pauses from 2,2 seconds to 3,6 seconds. The atrial and ventricular oversensing maybe the result of insulation failure on both leads. The 2 leads may be in contact (1st subclavian rib? Suture?) An extra extensive follow-up is recommended to check the functioning of each lead: - vasalva maneuvers, prayer maneuvers + real time egm to see when the noisy egm pattern occurs. - impedance and threshold measurement under different positions of the patient (lying, standing, sitting) x-ray of the system and x-ray of the device + lead connection are recommended. The models of both leads are unknown. The functioning of the subject device is good. No general malfunction is suspected on the device.

Event description:
Reportedly, both atrial and ventricular egm are presenting with noise.